Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical data files showed the device analyzing. However, no charge up or shock attempts were seen in the log. No critical errors were found in the device activity logs. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.